Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. On an unreported date in 2010, the patient was hospitalized due to the peritonitis. It was not reported whether treatment was rendered for the event. On an unreported date in 2010, pd therapy was withdrawn and the patient was placed on back up hemodialysis because of "other problems." It was not reported whether the peritonitis resolved.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 70 mg/dl compared to a lab reading of 40 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter and reported test strips were returned for investigation.the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.